Event description:
Patient experiencing anterior knee pain. Surgeon changed the poly insert and revised the patella.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is 69 inches in height. An event regarding pain leading to revision caused by the incorrect selection of a patella component involving a triathlon cr x3 tibial insert was reported. Based on the provided medical records, the pain was likely caused by the use of a patella that was too thick. Furthermore, it was stated that the tibial insert was removed to get better access to the knee. There are no allegations against the tibial insert. A review of the provided operative reports by a clinical consultant indicated: ¿the revision surgery to thin the patella by recutting the bone apparently resolved the clinical problem. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient experiencing anterior knee pain. Surgeon changed the poly insert and revised the patella.